Event description:
It was reported that prior to surgery, it was discovered that the tip of the craniotome device was ¿bent¿. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  An assessment was performed on the device which found that the crani post was bent and the foot had been drilled into.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be misuse, abuse, and or error.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.